Event description:
Physician reported, implant rupture. Ultrasound has been carried out and identified lineal folds. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Physician reported implant rupture. Ultrasound has been carried out and identified lineal folds. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Continued h6 (health effect - impact code 4): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The device photos were received. Visual analysis was performed using photographs of the device which identified rupture and crease/folding. The reported event of rupture was confirmed through analysis however it was not possible to determine the root cause. No other information is available at this time to determine any other probable cause and/or the exact cause of the event. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Ultrasound has been carried out and identified lineal folds. Device has been explanted and replaced with a non-allergan device. This relates to the right side

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: missing shell assessed as inconclusive. Crease/folding of implant: no creases were observed. No other observations observed. No further actions are required as no manufacturing issues are observed.